Manufacturer narrative:
The part number of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices that may have been used are car-08-us or car-10-us. The device was returned. Visual examination of the returned part found a smooth articulating surface not inconsistent with the cartiva on cartilage wear study simulating 5 years of use. In addition, scratching was present on the lateral walls. Although the product size was unknown, the dimensions of the device were recorded and found to be closest to the dimensions of a car-10. The average height of the device was 9.6mm, which was within the specification for height of a finished, sterile 10mm device (9.0 - 10.3mm). The average diameter dimension was 10.0mm, which is slightly below the specification for diameter of a finish, sterile 10mm device (10.2 - 11.0mm).

Event description:
It was reported a previously implanted cartiva revised to mtp fusion. Allegedly, the implant appeared to be subsided.